Manufacturer narrative:
This report is associated with argus (B)(4). Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a elderly male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included diabetes. Concomitant products included drug used in diabetes (anti-diabetic medication (nos)). In (B)(6) 2015, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported from a consumer via call center representative on (B)(6) 2016. The male consumer born on (B)(6) has used polident denture adhesive cream for improvement of fit and retention since 6 months ago. The consumer recognized that he happens to swallow the product at a small dose while using polident denture adhesive cream and it has continually occurred at the time of reporting. There was no other adverse event occurred. Action taken for the product was unchanged.